Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/16/2004, the reporter contacted lifescan (lfs) on pt's behalf alleging that her one touch basic enhanced meter had missing segments. The patient had been feeling irritated, tired, and weak. She had no attempted to test while experiencing symptoms. She went to see her physician and a result of 500 mg/dl was obtained. She was administered insulin and advised to test due to the elevated result. When she attempted to test on four days earlier, the meter would not display any segments. She then waited until the the following day to contact lfs. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the info supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was resolved through troubleshooting. The meter was replaced.